Manufacturer narrative:
Additional product code: jds. A product investigation was completed: this device was not returned for investigation. The provided x-rays were review and the narrative could be confirmed. No definitive root cause was able to be determined; a failure resulting from either a material defect or the manufacturing process can be excluded. No product related issues were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Additional device code hwc. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the rehabilitation after the surgery performed on (B)(6) 2015 was difficult as the patient experienced a lot of pain. On (B)(6) 2015 x-rays were taken for the follow-up meeting with the orthopedic surgeon. The x-ray showed that the two screws were broken and the tendon plate was pushed up. As a result a revision surgery was performed on (B)(6) 2015. The mobility of the patient post-operative was limited; she cannot go to work, college or sports. Patient cannot bend or kneel on her knee. The patient still needs physiotherapy and has a lot of pain. (B)(4) captures post-operative pain. (B)(4) captures event occurred during revision procedure. This report is for one (1) 3.5mm cortex screw self-tapping 42mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update received on 02. Feb 17, this file is considered as potential legal case. The reason why this is reported in 2017, the patient first went back to her surgeon, however, the legal department of the hospital stated that they didn't make a mistake. Also, the patient wants to be sure that there is nothing wrong with the product. A complaint was also made earlier under (B)(4) with patient ID (B)(6). (B)(4).